Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pulmonary dilatation balloon was used in the left lower lobe during a bronchoscopy with dilation and possible stent procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the balloon was kinking and the catheter was starting to kink after going down the bronchoscope. The procedure was completed with another cre pulmonary dilatation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be okay.